Event description:
It was initially reported that the pt experienced telemetry issues and a possible over-discharge condition with his implantable neurostimulator (ins). Subsequently, a power-on-reset (por) condition with a end-of-service (eos) / end-of-life (eol) message on the programmer. It was noted that this was due to pt neglecting to recharge his device and it was his third occurrence. The ins was then replaced with a non-rechargable. It was reported that the pt was receiving effective stimulation after the replacement.

Manufacturer narrative:
(B)(4).